Manufacturer narrative:
(B)(4). Corrected data: date device returned to manufacturer is 7/31/2019 (not 7/9/2019). Investigation summary: the analysis results found that the device was received with the tissue pad detached and not returned and with evidence of body fluids and tissue pad material in the groove section of the clamp arm. The device was connected to a test handpiece and a gen11, and the device did activate during functional testing. Then the device was disassembled to inspect the internal components and no anomalies were found. In addition, photos were received for review. For image 1, the image provided by the account appears to be an harmonic instrument and it can be seen that the distal part of the blade and the upside view of the clamp arm seems to be with tissue. For image 2, the image provided by the account appears to be an harmonic instrument and it can be seen that the distal blade and the clamp arm are without the tissue pad. The presence of tissue confirmed usage. Based on the condition of the tissue pad, a probable cause of this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # r9414u. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that the surgeon was using harh36 for vats procedure. During the procedure, the tissue pad of harh36 melted down and detached. No parts of instrument was left in patient cavity. The procedure continued with a new instrument.